Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. The reported patient effect of hematoma is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to circumstances of the procedure. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that suture placement with a proglide device was achieved in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 7fr. Reportedly, four days post procedure, the patient was still hospitalized and complained about pain. During a computed tomography (CT) scan, a large hematoma at the right puncture site was visible. A surgical procedure was performed to remove the hematoma. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.